Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as the high 60's (mg/dl) for 2 days. Reportedly, the contact stated that the customer's health care provider had recently adjusted the pump settings, and believes that the adjustments were "too aggressive". Additionally, the contact believes that the customer's low bg levels may be caused by stress due to recently starting school. Customer consumed glucose tablets and snacks to treat their low bg levels. Although requested by tandem technical support, contact declined to upload the pump data for a review by tandem technical support.